Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The explanted device was received at headquarters for investigation. According to device explant report form, there was no connection to the implant. Additional information has been requested.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage. During investigation the device was working within specification. According to the limited information received from the field the device was explanted because there was no connection to the implant. However, despite requested no further information was received. Therefore, no root cause could be determined. This is a final report.

Event description:
The explanted device was received at headquarters for investigation. According to device explant report there was no connection to the implant. Despite additional information being requested from the clinic none has been received.